Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown exeter stem was reported. Following a review of the x-rays by a clinical consultant confirmed the event. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded procedure-related factors: - none evident, no info. Patient-related factors - most likely a traumatic fall of the patient. - osteoporosis of the skeleton. Device-related factors: - none diagnosis: - a likely traumatic fall of the patient an unknown time post arthroplasty caused a periprosthetic fracture requiring revision. Conclusions: a review of the provided x-rays by a clinical consultant concluded [...] A likely traumatic fall of the patient an unknown time post arthroplasty caused a periprosthetic fracture requiring revision.[...] No further investigation for this event is possible at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had a right hip revision due to femoral fracture visable on x-ray.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a right hip revision due to femoral fracture visable on x-ray.